Event description:
It was reported that during tightening, the self-breaking nut would not break off. The surgeon decided to explant all of the screws. No additional info is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is returned on the set screws and is consistent with bolt/nut misalignment during construct assembly. The above observations are consistent with misalignment of the bolt and breaking nut.